Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of 26sep2025-01oct2025 was downloaded and reviewed. A pod with the sequence number reported in the complaint was found to be used between 26sep2025 and 27sep2025. Review of the cloud data found that the system was only used in manual mode during this period. The patient history buffer (phb) data confirmed that the system was correctly delivering the user's manual basal program. The cloud data showed evidence that the boluses captured in the cloud data were from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume after each bolus was delivered. No evidence of issues with the system was observed in the available cloud data. The exact cause of the pod reportedly falling off could not be determined from the cloud data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported collapsing and falling down a staircase while wearing the pod on the arm between 5 and 24 hours prior to the incident. A blood glucose level recorded was 9.7 mmol/l. During the fall, the pod detached and broke. Patient was transported to a hospital facility and diagnosed with ketoacidosis and gastritis. Hospitalization lasted six days, during which new medication and infusions were administered. Following discharge, a new pod was activated.